Manufacturer narrative:
(B)(4). Date sent: 9/16/2019. Corrected data: report submission due date: report submission due date is actually 9/22/2019 and not 9/22/2018. Date of this report is actually 8/23/2019 and not 8/23/2018. Date received by manufacturer is actually 8/23/2019 and not 8/23/2018.

Manufacturer narrative:
(B)(4). MDR decision is now not reportable to the u.s. FDA. Additional information was requested and the following was obtained: what anatomical structure was device used on intra-op? Per the op report: ¿the right branch of the middle colic artery¿ (and ¿the remainder of the mesentery of the small bowel was also divided with the enseal¿) were there any hemostasis issues intra-op or post-op? No. If there were hemostasis issues that occurred, how were the hemostasis issues addressed? N/a. If there was bleeding, where was the location of the bleed? N/a. Was our enseal x1 large jaw device (nslx120l) used in the area where the bleeding was found? N/a. Why does surgeon believe the device may have caused or contributed to the elevated potassium or elevated creatinine levels? Because the site recorded the ae¿s wrong. Per site email communication with dr. Robb, he stated that neither were related to the device. Site will correct them now. How were the elevated potassium and creatinine levels managed? Per patient report IV fluids. Patient has a diagnosis of stage 3 ckd (chronic kidney disease). What is the current patient status? Alive, overall doing well. Upon review of additional information provided from physician, dr. Robb, that read ¿neither (elevated potassium or elevated creatinine) were related to the device," it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch # unk. The lot / batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information requested but unavailable: what anatomical structure was device used on intra-op? Were there any hemostasis issues intra-op or post-op? If there were hemostasis issues that occurred, how were the hemostasis issues addressed? If there was bleeding, where was the location of the bleed? Was our enseal x1 large jaw device (nslx120l) used in the area where the bleeding was found? Why does surgeon believe the device may have caused or contributed to the elevated potassium or elevated creatinine levels? How were the elevated potassium and creatinine levels managed? What is the current patient status?

Event description:
It was reported via clinical trial patient experienced acute renal failure. Unknown if the event was not related to the study device.